Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Root cause of dislodged conductor wire is attributed to a component failure. Failure analysis found the failure of cable crimp dislodged. The yaw motion may be non-intuitive as a result. Root cause of cable crimp dislodged is attributed to a component failure. Failure analysis found the failure of a broken bipolar yaw pulley, likely causing the cable crimp to dislodge. Broken piece is missing because of breakage. Size of missing piece is approximately .074¿ x .090¿. Additional observations found the instrument had a broken main tube at the distal end. Broken piece was not returned, measuring roughly .180¿ x .193¿ in size. There was no physical damage found on the proximal and distal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument tip would not move and was found to have a loose conductor wire. The procedure was completed with no reported injury.